Event description:
Peritonitis. A pt received prophylactic antibiotics for two days before ongoing a sigmoidectomy for sigmoid colon cancer in 2001. One sheet of seprafilm was placed under the lower medial abdominal wound and was not applied to the anastomotic site. A drain was placed. The surgery was completed in 1.5 hrs and post operative drainage was favorable. Prophylactic antibiotics were discontinued the next day. Five days later, the pt had fever and tenderness in the lower abdomen. The next day the symptoms worsened. Blood test revealed a white blood cell count of 22,400 and c-reactive protein of 17.5. A diagnosis of peritonitis was made. A laparotomy of the lower abdomen was performed and no seprafilm was visualized. Inflammation and pus in the region from the lower abdomen to the intrapelvic region was observed. No inflammation was noted around the anastomotic site. Lavage of the area was done. Bacterial cultures were not performed. The peritonitis resolved and the pt recovered the next month. The physician assessed the event as probably related to seprafilm. No further details were provided.